Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 23jun2024.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ deflation: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.